Manufacturer narrative:
Additional manufacturer narrative: through follow up with the customer, on (B)(6) 2012, it was learned that the device was explanted due to endocarditis. The valve will not be returned for evaluation because it was discarded at the hospital and the source and type of infection were not provided. However, the customer commented that this explant was not device related. It was also learned that the echo images were not saved because this event was not device related. Patient status was recovered and well as of (B)(6) 2012. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A search of our complaints database for any other reports of infection from this manufacturer sterilization lot found no other reports as of (B)(6) 2012. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, without return of the device, source and type of infection or medical reports, we are unable to determine the root cause for explant of this device. The customer did not return any additional information because the customer disassociated the device.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. No information has been provided as to the status of the device, whether it is available for return. No information regarding patient status or available reports has been provided. No reason has been provided for explant and replacement of this device. Attempts are being made to gain additional information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device. Reportedly, a 25mm valve was explanted after an implant duration of 4.83 months due to unknown reasons. On (B)(6) 2012, a 25mm magna ease valve was implanted. On (B)(6) 2012, the valve was explanted and replaced with a 23mm valve due to unknown reasons. No further details were provided.